Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited intermittent loss of rv capture, oversensing of atrial activity, the pauses in pacing. It was noted that the pt had an episode of syncope. A lead revision was subsequently performed. During the procedure, the lead was tested and oversensing and loss of capture were observed; thus the lead was successfully replaced. No add'l adverse pt effects were reported. At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further info be provided.